Event description:
Upon crossing the aortic iliac bifurcation the tip of the outback broke off. A 6f terumo sheath was used. The sheath was removed and no harm was done to the patient.

Manufacturer narrative:
Complaint conclusion: when advancing the outback over the iliac bifurcation, the physician noted ¿very tough and would not pass¿, at this point the tip of the device separated. The sheath was removed from the patient with the tip inside of it. There was no resistance or difficulty removing the outback from the patient. The procedure was aborted. There was no harm to the patient. The intended procedure was treatment to the superficial femoral artery. The lesion was chronic total occlusion (cto). The outback was prepped following the IFU instructions. During the prepping, the cannula/needle actuated smoothly. A contralateral approach was made with a 6f terumo destination sheath. The access site was not calcified. There was moderate claudication. The iliac bifurcation was described as ¿normal to mildly steep¿. The guide wire was delivered successfully passed the lesion. There was difficulty at bifurcation advancing the outback over the unknown approved guidewire. The staff is not sure if the ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the inferior direction when advancing over the horn. There were no issues with the placement or manipulation of any of the ancillary devices during the procedure. No ancillary devices showed damage after the procedure. The physician has been using the outback for approximately once a year since the product has been available. The physician¿s technique has not impacted by any changes in indications, thought leadership or publications. No other information is available. One non-sterile outback cto catheter was received coiled inside a plastic bag. The nosecone was ripped and received with the returned device. The inner liner presents marks of welding. The catheter length was not possible to be measure since the nosecone was ripped. The cannula length was not possible to be measured since the cannula could be not deployed due to kink approximated at 2.5cm from distal tip end. The unit is not functional usable. A non-cordis catheter sheath introducer was received with the returned device in two parts. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with lab sample 0.014"gw and no obstruction was noted. The gw was inserted in the cannula guide wire port and came out the hub as expected during functional test. The catheter shaft/nosecone spins smoothly as the rhv was rotated. Cannula deployment test applicable was not performed since the cannula could be not deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. The exact cause of kink in the cannula could be not determined. Controls are in place to prevent defective cannula damaged from leaving the facility. Based on the information available for review, the patient¿s anatomy and/or procedural factors are most likely contributing factors to the tracking difficulty reported resulting in the cannula kink and separation of the distal tip. Neither the DHR review results nor the product analysis suggests that the failure experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.